Event description:
Patient reported the infusion device switched off with giving an alarm/error message. Patient changed the battery but the device didn't start. Patient stated there were no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result main findings: the pump has a hard mechanical impact. Due to severe damages on the electronic components the insulin pump triggered error messages. E8 was found in the pump history and was confirmed by the customer. The insulin pump shouldn't be exposed to high mechanical forces. No e7 was found in the pump history. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. Consumables n/a the problem mentioned by the customer is related to a handling issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.